Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated pain, urinary problems, bowel problems, infection, hematuria, and bleeding. The product information for the implanted device was not available at the time of the complaint.